Event description:
Medical records was received and reviewed: primary operative notes (B)(6) 2020 indicate the patient received a left total knee replacement due to end stage osteoarthritis. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2020 indicate the patient received a left total knee revision due to polyethylene insert wear with insert spinout medial patellar tilt and flexion instability. Upon entering the joint, mild synovitis was encountered. The femoral component and insert were revised. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2020indicate the patient received a left total knee revision due to extensor mechanism rupture, significant medial tilt of the patella and flexion instability. Upon entering the joint, mild synovitis and flexion contracture was encountered. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2020 indicate the patient received a left total knee revision of the tibial insert due to acute sepsis, deep joint post-operative infection. Upon entering the joint, gross puss was encountered, removed and the joint was irrigated. The surgery was completed without indication of complication by the surgeon. Operative notes (B)(6) 2021 indicate the patient received a left total knee surgical irrigation and debridement with wound closure due to wound dehiscence and continued infection. Upon entering the wound, necrotic tissue was excised, and a thorough irrigation was done. No implants were revised. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total knee, I&d, synovectomy, and quadriceps repair to address recurrent extensor mechanism injury and sepsis/deep infection. Date of implantation: (B)(6) 2004. Date of revision #1: (B)(6) 2020 (poly wear). Date of revision #2: (B)(6) 2020 (instability/quadriceps rupture). Date of revision #3: (B)(6) 2020. (Left knee) treatment: revision of tibial insert.